Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility france - (B)(4).

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, a revision was performed due to subluxation.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: bi-polar 28 cup 50mm, catalog #: 165224, lot #: 6564377. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00047. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, a revision was performed due to subluxation.